Event description:
It was reported that the lead was broken. About 9-10 months prior to the report, the patient could tell that the lead was broken for sure in one place because, he could feel the lead where it was broken. It was sticking and poking him which was causing pain and was very tender to the touch. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7434a, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 3587a, lot# lb4591, implanted: 2003 (B)(6); product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had broken lead wires and pain at their lead site. The patient had been having pain on their right side and across their body where the leads were placed. The pain had been present since (B)(6) 2015. The patient had swelling on their left side. The patient felt pain to the touch of the area and a pulling sensation.

Event description:
Additional information received reported that there was acute pain and discomfort at the lead/extension connection which tended to come and go. It was more present if he sat directly back on it. The patient stated the implantable neurostimulator (ins) was not so much of a problem. The event date pain at the lead connection site was one to 1 ½ years prior to (B)(6) 2015. The patient was trying to locate a new healthcare professional (hcp) but had not had any luck. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.